Event description:
The initial reporter received questionable toxoplasma igg and cytomegalovirus (cmv) igg assay results for four patient samples tested on the cobas e 411 analyzer (rack system). Toxoplasma igg patient sample 1 the initial result is 487 ui/ml. The repeat result is 13.1 ui/ml. Patient sample 2 the initial result is >650 ui/ml the repeat result is 36.6 ui/ml. Cmv igg patient sample 3 the initial result is >500 ui/ml. The repeat result is 39 ui/ml. Patient sample 4 the initial result is 325 ui/ml. The repeat result is 15.5 ui/ml. The interpretation of the results was not provided.

Manufacturer narrative:
The reagent lot numbers and the expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer inspected the analyzer and performed adjustments. He performed instrument checks with acceptable results. The investigation determined that an adjustment issue caused the event. The investigation determined that the service actions resolved the issue based on the information provided.